Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had failed to convert an initial episode of vt. A second shock successfully converted the patient however an error message for over current detection was observed. Lead was replaced.